Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
A representative from children¿s hospital medical center (oakland, ca, USA) reported on 03jan2023 that the catheter from a single lumen pressure monitoring set (rpn: c-pms-250; lot#: unknown) separated, and a portion of the device was retained within the patient. As a result, the patient required a surgical procedure to remove the retained portion. Information regarding where the device was placed, how long the device had been in place, and the location of the break on the catheter was requested but not provided. No information about the patient was provided. No information regarding the placement procedure, catheter securement, or ancillary devices was provided. Reviews of the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide a lot number to aid in the investigation. A sales report was performed to determine a lot number. Due to the amount of possible lot numbers, cook was not able to determine a lot number. Therefore, cook was unable to perform a device history record search or search for any additional complaints. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, c_t_ulmbhce_rev9. In the warnings section it states: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 ml or larger syringe will reduce the risk of catheter rupture. In the precautions section it states: do not cut, trim or modify catheter or components prior to placement or intraoperatively. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the dmr and no DHR or product return, cook was not able to find evidence the product was manufactured out of specification. Cook was not able to find evidence of non-conforming material in house or in the field. Based on the limited information provided, no returned device, and the results of the investigation, cook was not able to establish a cause for this event. It is possible that patient movement and anatomy could have caused the catheter to separate. There is no information for how long the device was in place which could have led to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a single lumen pressure monitoring set broke off in the patient at an unknown time. It was noted that the catheter had "adhered" to the patient and had to be removed in an additional surgical procedure. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Initial reporter occupation: occupation: perioperative materials specialist. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.